Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the units involved with this complaint and completed the device evaluations. Failure analysis was not able to reproduce the reported failure on any of the units returned. The printed circuit assembly surgeon back plane (pca sbp) was installed into an in-house test system for 4 hours and no issues were reported. The generic power distributor (gpd) and remote arm controller (rac) were both installed into an in-house test system for 10 minutes sine cycle without issues. The system ran 10 power cycles and both sat idle for 1 hour and no issues were reported. No trouble was found on the gpd or the rac. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the customer experienced a recoverable fault 25580. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to disable the manipulator and to move to the second surgeon console. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse ) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the printed circuit assembly surgeon backplane (pca sbp), the generic power distributor (gpd), and the remote arm controller (rac). The pca sbp is a board on the surgeon console which provides the connectors for all the cart components. The gpd board sends control signals to the apb as well as monitors the output from the apb. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions.